Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a bi-lateral total knee arthroplasty on (B)(6) 2015. Subsequently, patient underwent a right procedure on (B)(6) 2015 due to locking bar dislodging and protruding from the leg. During the procedure only the locking bar was removed. No further information has been provided. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed due to the part/lot information could be: brand name: biomet tibial locking bar; catalog number: 141205; lot number: 657450; expiration date: sep 30, 2024 manufacture date: sep 19, 2014. Or the part/lot information could be: brand name: biomet cc cruciate tray 71mm; catalog number: 141233; lot number: j3411200; expiration date: sep 30, 2024; manufacture date ¿ oct 22, 2014. Or the part/lot information could be: brand name - biomet cc cruciate tray 67mm; catalog number: 141232; lot number: j3379568; expiration date: jul 31, 2024; manufacture date: aug 26, 2014. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity and/or excessive weight.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Event description:
It was reported that patient underwent a bi-lateral total knee arthroplasty on (B)(6) 2015. Subsequently, patient underwent a right revision procedure on (B)(6) 2015 due to locking pin dislodging and protruding from the leg. During the procedure only the locking bar was removed. No further information has been provided. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.